Event description:
The facility reported an infusion pump with a low battery. The event occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Pump was serviced at customer location. Evaluation was completed on 11 october 2005. The customer reported condition was confirmed. Batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.